Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the left ventricular (lv) lead micro-dislodged causing increased threshold measurements and diaphragm stimulation in all pacing configurations. A lead revision procedure was performed where the lv lead was repositioned into a different branch without diaphragm stimulation. The lead remains implanted and no additional adverse patient effects were reported.